Event description:
On (B)(6) 2011, the surgeon performed a right si joint arthrodesis using the ifuse implant system placing three implants. The patient had excellent results from this procedure. On (B)(6) 2011, the surgeon performed a left si joint arthrodesis using the ifuse implant system placing three implants. The patient again had excellent relief of her left sided si joint pain. In (B)(6) 2012, the patient developed a headache and vertigo. She, at this time, began complaining of pain in the left si joint area. A CT scan performed on (B)(6) 2012 showed some halo/lucency around the second and third implants on the patient's left side. On (B)(6) 2013, the patient had a repeat diagnostic left sided si joint injection. The patient had complete relief of her si joint pain with the injection. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the second implant and packed bone graft into the hole created by the removal of the implant. He then placed two additional implants (4x40mm and 7x40mm). No complications were encountered during the procedure. The surgeon followed up with the patient shortly after the revision surgery, and the patient is doing much better with less si pain. Per si-bone vp of medical affairs, "the surgeon described to me the marked difficulty that he had in removing the implant. He used osteotomes to free up all three sides of the implant. Even then, it took considerable force with the extraction mallet to remove the implant. The surgeon also described a significant interval change on the radiographic images. The halos/lucencies that were present on x-ray and CT back in (B)(6) 2012 were now much less apparent. The halos on follow-up imaging were much less on both the symptomatic left side and the asymptomatic right side. Medical review of this case shows that this is a case of late recurrence of pain. Review shows that the second implant is somewhat short and is not deeply set into the sacrum. The implants on the left side are shorter than the implants on the right side. The patient has no ongoing motor or sensory problems."

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, IFU and fmea, the most probable root cause is late recurrence of pain due to too short ifuse implants.